Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm (embedded hemogard shield and tube), fm in gel, defective printing, sticky tube and air bubbles in gel with the incident lot was observed. Evaluation of the customer samples was performed and fm (embedded hemogard shield and tube), fm in gel, defective printing, sticky tube and air bubbles in gel was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 53 occurrences of containing foreign matter, six cases of missing label information, and 178 instances of air bubbles in the gel before use. The following has been provided by the initial reporter: fm in gel x35 defective marking x6 dirty shield x3 black spot in tube x4 dirty tube x10 air bubbles in gel x178 sticky tube x1

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 53 occurrences of containing foreign matter, six cases of missing label information, and 178 instances of air bubbles in the gel before use. The following has been provided by the initial reporter: fm in gel x35. Defective marking x6. Dirty shield x3. Black spot in tube x4. Dirty tube x10. Air bubbles in gel x178. Sticky tube x1.